Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly. Evaluation also revealed a cracked pump case with moisture corrosion visible in the battery compartment. The pump case leak was found during a leak test. The battery compartment and battery cap had stripped threads.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. The pump case was cracked and failed a leaked test; the battery compartment and battery cap threads were stripped and moisture corrosion was visible in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.